Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 882380 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/ lot 882380a, test base part number 195-430wjr/ lot 882380a. The lot met the required release specifications. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 882380 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue, however it could have possibly been related to patient sample.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. The consumer stated the patient was symptomatic (sinus congestion, runny nose, sneezing, extreme sore throat, extreme tiredness, muscle aches, not much fever, colds and chills, nausea and loss of taste). The patient is taking tylenol. The consumer confirmed there was no injury due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Event description:
The consumer reported a false negative result with the binaxnow covid-19 antigen self-test performed on (B)(6) 2024 on a nasal sample. The consumer stated the patient was symptomatic (sinus congestion, runny nose, sneezing, extreme sore throat, extreme tiredness, muscle aches, not much fever, colds and chills, nausea and loss of taste). The patient is taking tylenol. The consumer confirmed there was no injury due to the test results. Additionally, the consumer confirmed there was no delay or impact in treatment.

Manufacturer narrative:
The investigation remains in progress. A supplemental report will be provided after completion or upon receipt of new information.